Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by (B)(6) from daybreak on (B)(6) 2026 that the button broke on a daybreak device while the 40-year-old, male patient was sleeping. There was no harm caused to the patient. The customer was requested to return the device.